Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving sufenta (277.0 mcg/ml at 160.14 mcg/day), bupivacaine (18.2 mg/ml at 10.522 mg/day), and clonidine (260.0 mcg/ml at 150.31 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016, the patient reported that she felt "something wet" and noticed liquid on her shirt around her pump area. It was worse on (B)(6) 2016. On (B)(6) 2016 she came to the clinic with a bandage covering the right aspect of her incision line and reported liquid draining from her old pump incision site. When the dressing was removed, a small amount of reddish drainage was noticed along the incision line. The patient was placed on an oral antibiotic and scheduled for surgery the following monday. On (B)(6) 2016 the patient was taken to surgery where brown serosanguineous fluid was noted in the pump pocket. The pump and the pump segment of the catheter were removed. The spinal segment of the catheter was tied off and capped. The patient outcome was reported as "resolved with sequelae (B)(6) 2016 sequelae: vt arrest requiring defibrillation x1, returned to normal sinus". The event resulted in an unscheduled clinic or office visit and was noted to have "resulted in medical or surgical intervention to prevent like life threatening illness or injury or permanent impairment to a body structure or a body function". The clinical diagnosis was pump pocket infection. The event was noted to be possibly related to the device or therapy and unlikely related to the implant procedure.

Event description:
Additional information was received from a healthcare provider via product surveillance registry. An in hospital consult with a cardiologist indicated low potassium as the cause of vt arrest. The pump medications were decreased on (B)(6) 2016 in anticipation of pump removal. Pump medications were adjusted as follows: sufentanyl (preservative free) 277 mcg/ml at a daily dose of 160 mcg per day decreased to 100 mcg per day, bupivicaine (preservative free) 18.2 mg/ml at a daily dose of 10.5 mg per day decreased to 6.6 mg per day, and clonidine (preservative free) 260 mcg/ml at a daily dose of 150 mcg per day decreased to 94 mcg per day. The pump was removed on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via product surveillance registry on 08-sep-2016 and it was reported that the patient's relevant medical history was arthritis and relevant concomitant medication was norco.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.